Event description:
In routine device (pacemaker) check, noted no accelrometer response function. Pt reports his heart rate has never changed from 60bpm (device lrl) since device was implanted - whether exercising or at rest.